Manufacturer narrative:
Additional information: similar product to 190-000. Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot m188756 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m188756 and test base part number 190-430 / lot m188756. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188756 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Reference related MFR. Report numbers: 1221359-2022-03242 through 1221359-2022-03244.

Event description:
The customer reported three false positive results with the ID now covid-19 assay on an unknown sample type on an unknown date with the same patient. This report is for result three (3) of three (3). Confirmation pcr testing was performed on an unknown date which generated a negative result. Although requested, the customer refused to provide any additional information regarding patient health status and outcome.